Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 had failed and could not be recovered. A field service engineer (fse) removed the back cover and identified medication packs inside the device, which were causing an error. The fse removed the packs, returned them to the pharmacy technician, tested the device in hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer 6 failed and unable to remove the obstruction or recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.